Event description:
On 12/3/05, the lay user/reporter contacted lifescan and alleged that the lay user/pt's one touch ultra meter was reading in the wrong unit of measurement (mmol/l instead of mg/dl). The medical affairs specialist was unable to reach the reporter or the pt for additional info. A letter was also sent to the address provided. The pt had received a result of ".58" mmol/l (however, the result range on the one touch ultra meter is 1.1 to 33.3 mmol/l). He was taken to the hosp and given IV treatment. There is no further info provided regarding the hosp visit and treatment. At the time of troubleshooting, it was verified that this was not a new product and that the meter was not previously set in the correct unit of measurement. However, the pt was not aware that the meter was set in the wrong unit of measurement (mmol/l). Although there is insufficient info provided regarding events leading to the hosp visit and treatment administered, the reported meter was in the wrong unit of measurement, the pt was not aware of it, and she recieved IV treatment at the hosp. Therefore, this complaint is reported as an adverse event. A replacement meter, and control solution was sent to the lay user/pt.

Event description:
In 2005, the lay user/reported contacted lifescan and alleged that the lay user/pt's one touch ultra meter was reading in the wrong unit of measurement (mmol/l instead of mg/dl.) The medical affairs specialist was unable to reach the rpeorter or the pt for additional information. A letter was also sent to the address provided. The pt had received a result of ".58" mmol/l). He was taken to the hospital and given IV treatment. There is no further information provided regarding the hospital visit and treatment. At the time of troubleshooting, it was verified that this was not a new product and the meter was not previously set in the correct unit of measurement. However, the pt was not aware that the meter was set in the wrong unit of measurement (mmol/l). Although there is insufficient information provided regarding events leading to the hospital visit and treatment administered, the reported meter was in the wrong unit of measurement, the pt was not aware of it, and she received IV treatment at the hospital. Therefore, this complaint is reported as an adverse event. A replacement meter, and control solution were sent.

Event description:
In 2005, the lay user/reported contacted lifescan and alleged that the lay user/pt's one touch ultra meter was reading in the wrong unit of measurement (mmol/l instead of mg/dl.) The medical affairs specialist was unable to reach the rpeorter or the pt for additional information. A letter was also sent to the address provided. The pt had received a result of ".58" mmol/l). He was taken to the hospital and given IV treatment. There is no further information provided regarding the hospital visit and treatment. At the time of troubleshooting, it was verified that this was not a new product and the meter was not previously set in the correct unit of measurement. However, the pt was not aware that the meter was set in the wrong unit of measurement (mmol/l). Although there is insufficient information provided regarding events leading to the hospital visit and treatment administered, the reported meter was in the wrong unit of measurement, the pt was not aware of it, and she received IV treatment at the hospital. Therefore, this complaint is reported as an adverse event. A replacement meter, and control solution were sent.